Event description:
It was reported that the pump's USB port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S21+ 5G / 2.8 / Android 16.